Event description:
A 48-year-old male with a history of coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis received an impella 5.5 for acute heart failure due to ischemic cardiomyopathy while supported with two inotropic medications, an intra-aortic balloon pump, and mechanical ventilation. The patient was positive for heparin-induced thrombocytopenia and was treated with argatroban, with an activated clotting time of 193 seconds at the time of insertion. The first impella 5.5 encountered difficulty crossing the aortic valve and later generated purge system blockage alarms, leading to removal and replacement. The second device was more difficult to insert due to repeated loss of wire position but was ultimately placed successfully with normalized activated clotting time. Initial issues with left ventricular and aortic pressure waveforms and pump performance resolved by the end of the procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. Additional information was provided in d6b (explantation). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
D4: corrected serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: the root cause of the placement signal issue was not determined due to lack of sufficient evidence from the provided clinical details, and unreturned product and logs for further investigation. High or saturated pump flow: the root cause of the high or saturated pump flow was not determined due to inconclusive evidence from the provided clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1 and d4. Upon review, the brand name and primary UDI number have been updated.